Event description:
A nurse reported a patient with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. The patient presented, during the one day postoperative visit, with inflammation. No cultures were taken. Additional information has been requested.

Manufacturer narrative:
The facility did not request service. No samples were sent for evaluation. The following represents deficiencies found by the tass consultant during a site visit: inadequate manual cleaning of instrumentation. Inadequate amount of water used to flush the phaco and I&a handpieces. Use of tap water in the instrument cleaning process. Possible bacterial growth on instruments left sitting on the counter overnight without terminal sterilization. Failure to drain the statim sterilizer daily. Stressing the system. Use of tetravisc immediately prior to draping. Use of a paper towel to set instruments on the back table and/or use of a cloth towel to place instruments on following use. Touching the tips of instruments or lens insertion cartridge or the implant itself with a gloved finger. The facility used tap water in their instrument processing. In a study conducted by a tass taskforce it was discovered that residue composed of trace amounts of copper and zinc ions were found on sterilized instruments. The chrome covering the cannulas may have worn away or the solder joint decomposed, resulting in leaching and oxidation of the underlying exposed brass metal. After sterilization, copper and zinc deposits remained in the lumens of cannulas and found to have been flushed into the eye during surgery. Poor plumbing can contaminate the autoclave water, which can in turn contaminate handpieces or other instruments that are put in it. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the "recommended practices for cleaning and sterilizing intraocular surgical instruments" from ascrs and asorn. The root cause is unknown. A copy of the directions for use for the phaco handpiece and a copy of the "recommended practices for cleaning and sterilizing intraocular surgical instruments" from ascrs and asorn were sent to the customer. The consultants instructed the facility on proper instrument handling and cleaning practices, and urged them to follow the "recommended practices for cleaning and sterilizing intraocular surgical instruments" from ascrs and asorn. (B)(4).